Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was over infusing the following information was received by the initial reporter with the following verbatim: it was reported by customer that they had used the pump¿s preprogrammed rate for a peripheral line, which administers the medication for over 1 hour. They noticed that the secondary medication bag was almost empty only half an hour into the infusion. When they checked the IV pump's programming, the settings were the same as originally programmed, and it said that there was about half an hour left of infusion time. The pump infused the medication much faster than programmed.